Manufacturer narrative:
The insulin pump was received with button error alarm and no act button response due to corroded keypad traces. The pump was unable to perform basic occlusion, occlusion, prime, and the excessive no delivery and displacement test due to no act button response. The pump was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 80 mg/dl. However, customer's blood glucose was 200 mg/dl prior to working out. The customer had symptoms such as being thirsty and lethargic. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will return the pump for analysis.